Manufacturer narrative:
Additional narrative: reporter is a j&j employee. A product investigation was conducted. Visual inspection: the ratcheting adapter, cannulated (p/n: 286710490, lot #: km863358) was returned and received at us cq. Upon visual inspection, scratches were observed and the etch on the device started to fade but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: during the functional test, the functional evaluation of the adaptor confirms that the ratcheting mechanism is functioning as intended in all directions. A further functional test cannot be performed as the device was returned by itself. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without the destruction of the device. Document/specification review: based on the date of manufacture of the relevant drawings, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was not confirmed for the ratcheting adapter (p/n: 2867-10-490, lot #: km873393). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for ratcheting adapter, cannulated was conducted identifying that lot number km863358 was released in a single batch. Batch1: lot units were released on (B)(6) 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6), 2020, the ratcheting adapter was blocked and did not allow forward advancement or retraction of the ankle when assembled on the screwdriver shaft. Screw placement was performed without using the ratcheting adapter. There was no delay due the reported event. No further information provided. This report is for one (1) ratcheting adapter, cannulated. This is report 1 of 1 for complaint (B)(4).